Manufacturer narrative:
Complete information for patient information, patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive b-hcg result when processing on the architect i1000sr. The initial result was 812.27miu/ml (sid (B)(6)) and retest result was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, search for similar complaints, complaint trending review, testing of retained kits, a review of quality history and product labeling. The ticket searches determined no increase in complaint activity for the likely cause lot 92049ui00. The complaint trending report review determined that there are no adverse trends for the product, however a non-statistical trend was identified related to the issue. Testing using an in-house retained kit met all specifications, indicating the lot is preforming acceptably. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.